Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of prior CABG and known coronary artery disease. A hematoma was observed at the access site, suspected to be related to a shallow, low stick to the right femoral artery. Manual pressure was held, and an angiogram performed through the side port of the repositioning sheath demonstrated very low extravasation. A femostop device was applied, active oozing resolved, and the patient survived to explant. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. Access-site complications may be influenced by patient-specific factors, procedural variables, and contributing elements such as a shallow low stick to the femoral artery.